Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 194 mg/dl, 93 mg/dl, and 44 mg/dl within 10 minutes. Caller reported symptoms of hypoglycemia with the 194 result. Customer was able to self-treat. After the reading of 93, customer ate part of an apple. After the 44 reading, customer finished eating the apple. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.